Event description:
It was reported that during follow-up, low sensing and loss of capture were observed. The lead was repositioned and the measurements returned to normal range. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.